Manufacturer narrative:
The following devices were also listed in this report: 62 or 64 shell; cat# unknown; lot# unknown. Screw; cat# unknown; lot# unknown. Pc liner lot uujla52604425; cat# unknown ; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "left hip revision, all components. Diagnosis: mechanical complications of left hip". Rep outlined implants as a head, 62 or 64 cup with one screw, p6 liner. No mention is made of the stem. Rep provided pre-revision x-rays and a patient sticker and reported that no further information is available.